Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 29 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 4 tubes were damaged, 9 tubes had black spots in them, 202 tubes were "dirty", 136 tubes had air bubbles in the gel, and 1 tube had air bubbles in its molding. All defects were found before use in lot# 0038579. The following information was provided by the initial reporter, translated from japanese to english: " defective marking x238; fm in gel x29; damaged tube x4; black spot in tube x9; dirty tube x202; air bubbles in gel xx136; air bubbles in tube x1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 29 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 4 tubes were damaged, 9 tubes had black spots in them, 202 tubes were "dirty", 136 tubes had air bubbles in the gel, and 1 tube had air bubbles in its molding. All defects were found before use in lot# 0038579. The following information was provided by the initial reporter, translated from (B)(6) to english: " defective marking x238. Fm in gel x29. Damaged tube x4. Black spot in tube x9. Dirty tube x202. Air bubbles in gel xx136. Air bubbles in tube x1."